Manufacturer narrative:
(B)(4). The field service representative (fsr) was at the customer facility performing preventative maintenance. The fsr noticed that the light emitting diode (led) on the battery unit was not illuminating and that the fuse in the power entry battery was blown. The fsr replaced the fuse and verified the system operated according to manufacturer specifications. The unit was returned to clinical use. The suspect component (fuse) was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the centrifugal system, the charge light emitting diode (led) was on the battery unit was not illuminating. The fsr found a fuse was blown in the power entry battery module. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the fuse was blown. The pst measured the fuse with a multimeter and it measured open electrically. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint is confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.